Manufacturer narrative:
As reported in a research article, atrial wall perforation after atrial septal defect device closure: a case report". A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: atrial wall perforation after atrial septal defect device closure: a case report.

Event description:
N/a.